Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
"Literature article entitled, ¿prospective longitudinal study of one hundred patients with total hip arthroplasty using a second-generation cementless dual-mobility cup¿ by thibault vermersch, et al, published by international orthopaedics (2015), vol. 39, pp. 2097-2101, was reviewed. The aim of our study was to assess the radio-clinical results, mid-term survivorship and dislocation rate of a new generation dual-mobility cup. The dual mobility cups, comprised of a cup, liner, and head, used in this study were competitor products and will not be captured in this complaint. This complaint will capture the depuy stems used with the competitor cups. Implanted depuy products: 100 corail stems. Results: 1 infection treated surgically with irrigation and debridement and component retention. 2 postoperative deep vein thrombi- treatment was unspecified. 1 periprosthetic femoral fracture treated surgically with orif and component retention. Captured in this complaint: 2 corail femoral stems: no reported product problem. Patient harms: surgical intervention, deep vein thrombosis, fracture, infection. "